Event description:
Information received from the field notes that the patient presented to the hospital with a ventricular escape rate of 45 bpm. The patient was asymptomatic. When the outputs were increased, intermittent loss of capture was noted. Subsequently, the device was replaced.